Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinical review: a review of the provided medical records by a clinical consultant indicated: "the lateral x-ray documents a supracondylar periprosthetic fracture above a tka. The implant sheets confirm the report of an index surgery and subsequent revision for peri-prosthetic fracture. The root cause of this mechanical complication was reported o be related to a fall but no documentation was provided to confirm this. Should further documentation become available I would be happy to further this investigation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to d fracture of the distal femur after having a fall. A review of the provided medical records by a clinical consultant indicated: "the lateral x-ray documents a supracondylar periprosthetic fracture above a tka. The implant sheets confirm the report of an index surgery and subsequent revision for peri-prosthetic fracture. The root cause of this mechanical complication was reported o be related to a fall but no documentation was provided to confirm this. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left total knee. The revision today was secondary to a fall and fracture of the distal femur. The use of mako during the index surgery was not thought to have contributed to this complication no further information is available from the doctor or hospital.